Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 861 file number 211, due to a software error. No frozen screen noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and frozen display. The customer¿s blood glucose level was 229 mg/dl at time of incident. The customer was unable to clear the alarm. Troubleshooting was performed by the customer for pump error. The insulin pump will be returned be for the analysis.